Manufacturer narrative:
According to our distributor, the locking mechanism broke off at the attachment screw. The visual inspection showed that the spring broke off right at the connecting screw. The production documents of this lot prove that the right materials/components were used and that the instruments were mfg in accordance with the production specifications. The hardness of the broken spring was measured, which is within the given range. The hardness of the production lot was measured as well. As a corrective measure, we decided to always double check the hardness results provided by the hardening shop. Conclusion: the exact cause for the breakage cannot be conclusively determined. Since this eval indicates no material defect, no defect in design or any defect in mfg, we feel that no corrective or preventive measures are to be taken. As stated above, our production records indicate compliance with all specifications and our trend analysis proves that so far of pcs mfg, we only received two complaints, regarding lot numbers 123 and 95, which were submitted to the FDA in 7/05. Otherwise, our trend analysis reflects no problem with this pattern.